Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.75x28mm xience sierra stent was implanted on (B)(6) 2019. The patient presented with angina before the procedure. On (B)(6) 2019, the patient was re-admitted with chest pain. Unspecified treatment was performed, and the final patient outcome is unknown. No additional information was provided.